Manufacturer narrative:
The previous driveline damage and repair were reported in MFR report # 2916596-2018-05630. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been stable on an ungrounded cable due to a short shield for three years with failed external driveline repair. The patient had a pump stop on (B)(6) 2021 at 1710. They stated that they were bending over and the alarm stopped once they stood up. A review of the log file captured a series of low-speed/ pump stop on (B)(6) 2021 while the patient was connected to batteries. This indicates that the existing short to shield may have matured into a phase to phase short. There were a few unsustained power/flow elevations on (B)(6) 2021 as well as on (B)(6) 2021 following the pump stop. Additional information revealed the patient was a possible candidate for ventricular assist device (vad) exchange.

Manufacturer narrative:
Main investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2021 23:31:48 to (B)(6) 2021 10:38:38, per the timestamp. Two pump-stop events were captured on (B)(6) 2021 while the patient was supported by batteries. These alarms appeared to be consistent with the reported driveline damage. The log file captured low speed, low flow, and motor stop events during the pump-stop events. The account reported that the patient had a pump off alarm on (B)(6) 2021 when they were bending over, and the alarm stopped once they stood up. The patient denied being symptomatic and will be assessed for possible vad exchange if he is a candidate. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30may2013. No further information was provided. The manufacturer is closing the file on this event.